Manufacturer narrative:
Corrected fields: b5 (information was inadvertently missed), d4 (UDI was inadvertently missed) this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. However, it is likely the guide wire tip tore due to one of the following: 1. An attempt was made to insert the device into the endoscope while using the guide wire. 2. When the angle between the distal end and the guide wire was large, the device was inserted into the endoscope. 3. A force exceeding the resisting force was applied to the guide wire tip. This caused the guide wire tip to tear. The instructions for use (IFU) contains the following information regarding this event: "·when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4.20. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 4.21. This may damage the distal tip." Olympus will continue to monitor field performance for this device.

Event description:
The reported issue occurred during a therapeutic procedure.

Manufacturer narrative:
The device was returned and the evaluation confirmed the event in section b5 of this report. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The device was returned, and the evaluation found the distal tip for passing the guidewire was torn. A similar device was used to complete the procedure and there was no patient harm or user injury reported due to the event.